Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to erosion and infection. Reportedly, the patient was hospitalized due to the part where the s-ICD was inserted that had become red and the s-ICD could be observed. There was no additional adverse patient effects were reported. This s-ICD was explanted.